Event description:
When cross-clamp released, surgeon noticed bleeding from an undocumented hole in the conduit near the distal suture line on the opposite side from the left coronary sinus. Surgeon repaired hole.